Event description:
The pt sustained a gunshot wound of the pelvis with extraperitoneal rectal injury. He underwent an exploratory celiotomy, repair of the rectal injury, colostomy & closed drainage of the perirectal space. The pt's abdominal incision was closed with a running suture. In the post anesthesia recovery room, during a period of agitation, the pt eviscerated. At re-operation to reclose the fascia the suture was found to be broken adjacent to the knot tied in the middle of the closure.